Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73b1800189 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that doctor was using the clips for a laparoscopic cholecystectomy in theatres. The clips were not locking, they used an additional two units and all had the same problem. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result. On the third attempt, however, a double feed occurred. The third clip was unable to properly load since the fourth clip was pressed up against it upon firing. The broken ratchet caused the clips to become out of position in the channel which resulted in the double feed. The two clips were manually removed from the device and the remaining clips were all able to properly fire and attach to over-stressed surgical tubing. The sample was received with 7 clips remaining in the channel other remarks: indicating that 8 clips were fired by the end user. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not locking" was confirmed based upon the sample received. One device was returned. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, the first two clips were able to properly fire. However, a double feed occurred which indicates that the clips were out of position in the channel. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined why the ratchet broke. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.

Event description:
It was reported that doctor was using the clips for a laparoscopic cholecystectomy in theatres. The clips were not locking, they used an additional two units and all had the same problem. There was no patient injury.